Manufacturer narrative:
No product problem detected. Screw was broken in the dental implant. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Screw fracture in dental implant. Could not be removed from dental implant. The implant needed to be explanted.